Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
An angiodynamics territory manager was informed by an account of a smartport issue. There were issues with blood return from the time the port was first used for chemo. At the patient's last oncology visit, the patient had discomfort,so a dye study was done and found to be leaking from a section of catheter (not at catheter/port connection). The port was removed and replaced, with no report of patient harm or injury. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was one smartport. As received, the catheter and 8f blue boot were not returned with the port. The same 8f catheter tubing (item # 106449) and blue boot {item# 106987} that was reported as part of this complaint was ordered from stock for functional testing of the returned port. The 8f blue boot was inserted into the end of the 8f catheter tubing and attached to the port outlet tube without difficultly. The ID and od of the port outlet tube was measured using calipers and found to be within specifications. Port leak test: using a non-coring needle, the port was primed with water and the catheter tubing was clamped off and the port was submerged in water and pressure was applied by hand. No leaks were noted to the port. The customer's complaint description could not be confirmed. The customer did not return the catheter or blue boot for evaluation. The returned port sample was evaluated and found to be visually, dimensionally and functionally acceptable, i.e. Met specification. No manufacturing related or any other defects were noted during the evaluation. A device history records review of the packaging and component lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. The catheter and blue boot are provided as a separate component within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with blue boot) during the implantation procedure. As the catheter tubing was not returned for evaluation a definitive root cause for the catheter fracture event cannot be definitively determined. The port body was observed to have several scratches on the upper housing, likely due to needles missing the septum during port access. This is unrelated to the catheter fracture issue. A catheter and blue boot connector from stock was connected to the returned port device with no connection issues noted. A fluid leak test was performed and no leaks were observed. Based on the information provided that the port was placed subclavian (left side) and the leak/fracture was not at the catheter/port connection, then pinch-off syndrome is potential root cause for the catheter fracture event. This is further supported by statement from radiology noting, "focal narrowing of catheter in subclavian region". Subclavian placement is contraindicated/cautioned in the dfu. Labeling review: the instructions for use (16608102-01) which is supplied to the user with this catalog number, contains the following statements: potential complications: catheter disconnection or migration and surgical complications. Implantation of attachable catheter (venous/vascular): trim proximal end of catheter and advance through subcutaneous tunnel to the port pocket. Attach catheter to the port body. Blue strain relief mechanism: slide the blue strain relief mechanism over the end of the catheter. The tapered end of the blue strain relief mechanism should point away from the proximal end of the catheter. For optimal results, the proximal end of the catheter should be dry. Slide the trimmed end of the catheter tip onto the stem until the catheter is flush with the stem flanges. Slide the strain relief mechanism over the catheter and onto the stem until it contacts the port body. - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Caution: avoid piercing catheter with suture needle. Potential complications: catheter disconnection or migration; catheter pinch-off. Pinch-off syndrome pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).